Manufacturer narrative:
This issue occurred several time, however, since only one date of event is known (B)(6) 2022, it was used in this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger rod was difficult to move while using bd ultra-fine¿ ii insulin syringe. This occurred several times, however, no patient impact reported. The following information was provided by the initial reporter: the plunger was not as smooth. Sticking a bit, not a smooth as they normally are.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-sep-2022. Investigation summary: customer returned (10) 31gx8mm, 0.3ml bd insulin syringes in an unopened polybag from lot# 2038313. The customer reported that he plunger was not as smooth. All 10 syringes were tested for plunger rod movement, and all 10 plunger rods were able to move properly within the respective barrel. No evidence of manufacturing defect was observed. The alleged issues could not be confirmed based on the samples provided for investigation. A review of the device history record was completed for batch# 2038313. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that plunger rod was difficult to move while using bd ultra-fine¿ ii insulin syringe. This occurred several times, however, no patient impact reported. The following information was provided by the initial reporter: the plunger was not as smooth. Sticking a bit, not a smooth as they normally are.